Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10; h11. H6: proposed component code: mechanical (g04) femur. Visual examination of the provided pictures identified explanted knee prosthetic components, including the femoral, tibial, and polyethylene articular surface. The components show signs of wear, tissue and blood are visible. Device history record was reviewed and no discrepancies related to the reported event were found. X-ray provided was not submitted to mmi as the image is undated. The image shows a total knee arthroplasty with no obvious signs of misalignment or gross loosening of the femoral and tibial components. The patellar component, which was not replaced during the revision, is not clearly visible in this view. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: articular surface medial congruent (mc) right 12 mm height use with tibia sizes e-f/cr femur sizes 6-7: catalog#42522100712, lot#66079959; tibia cemented 5 degree stemmed right size e: catalog#42532007102, lot#65095143; stem extension tapered cemented 14 mm diameter +30 mm length: catalog#42557000114, lot#65012549; all-poly patella cemented 32 mm diameter: catalog#42540200032, lot#65134431. G2: foreign: australia customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, two (2) years and five (5) months post-implantation, the patient underwent revision surgery due to instability. The femoral component, tibial components, and articular surface were exchanged without reported complication. The patellar component remains implanted. All available information has been reported.